Event description:
It is reported that the device fractured at an unknown time and place. Device was noted as fractured in the sterilization department.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Visual inspection of the returned device found signs of repeated use and a fracture on the lateral and medical side of the post. A few gouge marks and dents were noted which is indicative of repeated use. The product was manufactured in july 2014 with a potential field life of two years and four months with an unknown frequency of use. Review of the device history records and receiving inspection report identified no deviations or anomalies. This device is considered conforming due to its extended field life and unremarkable manufacturing records. This device is used for treatment. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Correspondence with contact suggested possible incorrect disassembly, but then they reconsidered it might be multiple uses. As design is a known cause, the root cause is considered to be a previously addressed design issue. This complaint was confirmed as the device was returned fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.